Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2019-00475; 425-97-006, s810 - device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to aseptic stem loosening.